Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received insulin pump error alarm and was reoccurred 6 times in one day. The customer¿s blood glucose level was 10.6 mmol/l at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer performed displacement test, however it was passed. Customer was requested that the insulin pump not to be exposed to strong magnetic sources to prevent error and due to the frequently reoccurring alarms, the insulin pump will be replaced. The device will be returned for analysis.